Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep met with the patient on the day of the report and tried for an hour and a half to bring the left ins out of od, but the ins wouldn¿t connect with the recharger. The rep showed the patient how to perform a physician recharger mode (prm) and the patient noted that this would be the sixth prm attempt. It was noted this may become an ins replacement case.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, lot#, serial#: (B)(4), implanted: (B)(6) 2015, explanted: product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep was meeting with the patient to get them out of overdischarge (od). One session occurred on the day of the report, but the patient needed to leave and wasn¿t out of od.

Manufacturer narrative:
Concomitant medical products: product ID: 97714,serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient made an appointment with a surgeon, who requested the patient to arrange for a manufacturer representative (rep) to be present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the issue was due to a change to their device programming. No steps had been taken to resolve it and the charging issue was not yet resolved. Further information received from the consumer clarified that the problem with her left implant was that she couldn¿t connect to charge. The patient confirmed seeing the reposition antenna message on the recharger and poor communication on the programmer. The patient noted it had been about three weeks, maybe a little longer, since she last charged the implant. The patient was directed to follow-up with their healthcare provider to address the possible overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Refer to regulatory report # 3004209178-2019-05810. The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the implantable neurostimulator (ins) on their left side was not charging. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.